Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty was performed. Subsequently, the valve was deployed once and recaptured as it was deployed at too deep of a position. The valve was deployed a second time at 5 mm when an infold was noted in the valve frame. The valve was recaptured again and withdrawn from the patient. After withdrawal, a new valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient identifier updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.